Event description:
The clinical manager reports this "hypervigilant" pt developed a subjective low grade fever, nausea, and itching after hemodialysis "for 2 weeks" (6 treatments). He was given benadryl intravenously without effect. The user alleges his dialyzer was changed to the f180 without effect and subsequently to the gambro revaclear and the subjective fevers stopped but the itching is still present. Pt continues on intravenous benadryl more for the placebo effect. He did not require hospitalization and continues on hemodialysis. The samples were discarded.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding the reported dialyzer reaction. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.